Manufacturer narrative:
The following information is the updated manufacture narrative: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: during testing, the pump powered on with functional auditory features to a blank display screen. The pump was opened to investigate and it was discovered that the oled screen voltage was not present at the oled printed circuit board connector due to a poor open solder connection at component t1. The t1 is a component within the oled high voltage circuit. The initial complaint regarding a blank was duplicated during testing. The pump¿s black box history confirmed that the pump was delivering the programmed basal rate until 8:24 am on (B)(6) 2017. Due to the blank display, some steps of the investigation could not be completed.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 513 mg/dl with no reported additional symptoms associated with an alleged blank display screen. It was reported that the patient was unable to bolus due to blank display which led to the increased bg level. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that a blank display screen occurred. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of a blank display screen.